Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 500 mg/dl. Patient's other blood glucose value 124 mg/dl. The customer experienced symptoms such as nausea and vomiting and tired sick. The customer was treated with potassium insulin drip. The customer was wearing the insulin pump during the hospitalization. Customer reported customer does not allege pump was under delivering. Customer reported insulin exited at the quick release. The device is not expected to be returned for analysis.